Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels ranging from 39 mg/dl to above 400 mg/dl with trace ketones. Cause was unknown. Customer consumed food to address low bg levels and delivered a bolus via the pump to address elevated bg levels. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue, and a recommendation was made to discuss diabetes management with a health care professional.